Event description:
This device is a pressurized chemical sterilizer. An office worker claims the pressure gauge read zero, so the office worker attempted to open the door. Unit was still under pressure so the door swung open and fell off the unit, allegedly burning the office worker who opened the door. The service dealer later found the pressure gauge to work properly and stated the gauge could not have read zero when the office worker opened the door.